Event description:
(B)(6) clinical study. Same case as MDR#2134265-2013-01019. In (B)(6) 2012, the patient was referred for cardiac catheterization. The first 70% stenosed, 20 x 3.0mm target lesion was a de novo lesion located in the mid right coronary artery (rca). The first target lesion was treated with direct stent placement using 2.50 x 28 mm promus element plus stent. Following the placement of the stent and post dilating with a 3.0 x 20 mm quantum apex balloon, a grade a dissection was noted. The dissection was treated with placement of a 3.00 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The second, 60% stenosed, 18 x 3.0 mm target lesion was a de novo lesion located in the distal rca. The second target lesion was treated with direct stent placement using 2.50 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day.

Manufacturer narrative:
The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probably root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).